Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a stenting treatment procedure vessel dissection occurred. The lesion was located in the severely tortuous and severely calcified distal left circumflex (lcx). The lesion was pre-dilated with a 12x2.0mm maverick balloon catheter at 6 atms. The physician deployed a 18x3.0mm promus stent at 14 atms and after deployment of the stent a dissection with staining was noted at the proximal edge of the stent. A 12x2.5 maverick balloon catheter was advanced to the lesion for treatment of the dissection and the balloon was inflated to 6 atms. A 12x2.5mm promus stent was then deployed in the proximal part of the lesion at 8 atms, overlapping the previously placed 18x3.0mm stent. After deployment of the second stent, follow up angiography showed blushing and a 18x3.0 non-bsc stent was advanced to the lesion and successfully implanted. It was reported that the patient was stable throughout the procedure. No further patient complications were reported and the patient's status is fine.